Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation, however, a lot history review showed the lot number 4749750 to include a poppet with a molding anomaly on the sealing surface of the poppet sub-component that can lead to leakage. The product complaint is confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component.

Event description:
A user facility mandatory medwatch (mw5095412) was received that stated "nurse reported chemotherapy leaking onto a patient from spinning spiros closed male leur red cap. Tried to reproduce it but unable to. Looks like some medication leaked from the spiros leur lock then dripped back into the leur lock. Nurse reported a crack but unable to find one. This happened twice with two different nurses hanging the bags for the patient." The event involved spinning spiros® closed male luer, red cap. There was patient involvement, however, no adverse event. This report captures the second of two events.